Event description:
It was reported there was a strand of hair found in the lidocaine package.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair within the kit packaging was inconclusive due to the state of the sample. The product returned for evaluation was an empty lidocaine pouch and a unit label for a 4fr s/l powerpicc catheter, product code 1174108d, lot number recz3748. Gross visual evaluation of the pieces revealed the presence of a long brown hair within the empty lidocaine pouch. A review of the seal transfer on the pouch found no evidence of a hair-like object being trapped in the seal. An additional review of the manufacture records found no potential events during quality inspection of that lot. While a hair was confirmed within the lidocaine pouch, it could not be determined when and where that object was introduced as it could have occurred during manufacture or following opening of the kit. As a result the complaint was inconclusive. A lot history review (lhr) of recz3748 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3748 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a strand of hair found in the lidocaine package.